Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of assembling the glenosphere off-axis and mal-rotated and cross-threading the screw, which allowed for the screw to break and the glenosphere to disengage.

Event description:
Revision due to glenosphere disengagement with the baseplate. Broken central screw, with evidence of cross-threading.